Event description:
During injection of contrast for a CT myelogram, there have been several trays connecting tubing that leak. The leaks are discovered before any harm to the patient. New tubing is used to correct the problem and complete the procedure.